Manufacturer narrative:
Background information: investigation revealed that the reported malfunction ("unintended movement") is most likely due to input device susceptibility to catching on clothing accessories or being bumped by the user. Since power wheelchairs are home-use devices, they have been designed to be as safe as possible while still providing mobility assistance benefits to persons restricted to a seated position. Risks of home-use devices are interference with physical objects such as clothing, other medical devices, and bedding or linens interfering with or inadvertently catching on the wheelchair controllers. The dealer evaluated the joystick and could find no fault with the joystick. Conclusion: the reported incident most likely occurred due to accidental activation of the joystick. There does not appear to be any mechanical malfunction of the device. However, out of an abundance of caution, and due to the severity of the injury (broken leg), an MDR will be filed. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.

Event description:
On or around (B)(6) 2020, end user claims that wheelchair moved unexpectedly causing the end user's leg to get caught pinned between the dining room table and a chair. Medical treatment was sought and broken leg was diagnosed. Treatment was provided. Report of injury was not received until (B)(6) 2020.